Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that yesterday he was unable to get his blood glucose below 600 mg/dl and he went to the ER. The customer experienced excessive urination as a symptom. The customer treated with a 25-unit bolus; he then changed his infusion set and reservoir and treated with another 25-unit bolus. The customer was not treated at the hospital; they attempted to get an IV in four times but failed all four times. The customer also mentioned that three-four weeks ago he fell, which resulted in broken ribs and a cracked insulin pump display screen. Troubleshooting was declined for the high blood glucose and physical damage. No products were returned or replaced.